Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was prepped on back table. When the physician was getting ready to go into the patient body. The physician found air bubbles as well as broken clasp causing fluid leak. The faradrive was replaced with a second faradrive. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.